Event description:
On (B)(6) 2012, rotaflow system (console sn: (B)(4) and drive sn: (B)(4)) at (B)(6),gave an error head message. The error head message was received when revving the rotaflow rpm's over 1000 rpm's. The pump revs to full speed when in the liters per minute (lpm) mode. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for the repair of the rotaflow console. The control board and battery was replaced. Also, service report (B)(4) was generated for the repair of the drive. The eeprom was replaced in the drive. Reference: complaint (B)(4).